Event description:
Event: unresolved type I endoleak. Case details: the final angiogram revealed a type I endoleak at the superior attachment system that was not resolved. The patient will be monitored by the physician.